Event description:
It was reported that a saline leak occurred. The target lesion was located in the right coronary artery. A 1.50mm rotalink plus was selected for use. During the procedure, the burr could not advance to the lesion. Upon removal of the device using dynaglide mode, it was noted that the driveshaft sheath has a hole that caused the leakage. The lesion was modified with 1.25mm and 1.50mm burrs. The procedure was completed with another of same device. No complications were reported and the patient's condition was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned complaint device consisted of a rotablator plus device. The advancer unit and burr catheter were received together. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically examined. There are numerous sheath kinks. The sheath is torn 16.2cm from the strain relief. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a saline leak occurred. The target lesion was located in the right coronary artery. A 1.50mm rotalink plus was selected for use. During the procedure, the burr could not advance to the lesion. Upon removal of the device using dynaglide mode, it was noted that the driveshaft sheath has a hole that caused the leakage. The lesion was modified with 1.25mm and 1.50mm burrs. The procedure was completed with another of same device. No complications were reported and the patient's condition was stable post procedure.